Manufacturer narrative:
Product ID: 407652 lead, implanted: (B)(6) 2009, product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the left ventricular (lv) lead dislodged causing a perforation which resulted in phrenic nerve/diaphragmatic muscle stimulation. The lead was explanted and replaced with epicardial leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.